Event description:
It was reported that the user experienced episodes of hyperglycemia while using the ilet system, with glucose readings in the mid-300s and a brief period when insulin delivery was paused; the user had recently changed supplies and transitioned to a dexcom g7. Symptoms included hyperglycemia without additional clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and there was insufficient information to identify a specific medical device problem or affected device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.